Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the ffb then reloaded the flash and cal files. The system is now operating as intended.

Event description:
The customer reported that the system continues to display the message "collimator and iris are stuck".